Event description:
Surgeon complained that the distal targeted for the trochanteric gamma3 nail did not line up correctly in surgery. Inserter was later loaded on a sample nail and functioned properly.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.